Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size and vessel morphology at time of implant are unknown. It was reported that the pt was in for a routine follow-up and the CT demonistrated that the stent graft had migrated resulting in a type I endoleak. The migration was due to disease progression and the pts reverse tapering of the aortic neck. The physician elected to treat the pt with an aortic cuff and the endoleak resolved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation:inherent risk of procedure (migration, endoleak). Pt's condition affected effectiveness of device (disease progression and the pts reverse tapering of the aortic neck). Conclusions: device failure/lack of effectiveness related to pt condition (disease progression and the pt's reverse tapering of the aortic neck).